Event description:
A patient reports while activating a pod the cannula had failed to deploy. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The returned device was evaluated and the device was received deployed with an expected number of pulses during prime. No damages or defects that would contribute to a needle mechanism failure were observed. The device was manually reset and deployed as intended. The exact timing of needle/cannula deployment could not be determined. The exact cause of the event could not be determined.